Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the paddle lead of the patient's third implant had shattered and broke into 3 different parts in their spine. No symptoms were reported. The system was completely removed and replaced with a competitor's device, which worked perfect for the patient. The patient had no further information to provide because they could not recall the remaining required information for this event. No further complications were reported or anticipated.